Event description:
5 dec 2023 customer response to query: could you clarify the damage to the tip? Ex.: the flexible tip is burred, the needle (metal part) is passing through the catheter, etc. The nurse reports that at the moment in which she is preparing to channel the patient, she performs the upward bevel verification, identifies the tip of the dilated catheter "wider than normal and than the rest of its path," rotates it to ensure any other drawback, there is no perforation of the needle to the catheter. Could you confirm that the reported incident was noticed before use, without patient contact? It is identified before the device comes into contact with the patient. How was the procedure completed? Device change. Were there any clinical consequences to the patient due to the diversion? Ex.: delay in surgery (describe none

Manufacturer narrative:
The complaint of a damaged catheter tip could not be confirmed from the 24g insyte autoguard needle assembly from lot #3017209 that was provided for investigation. The needle and shield assembly was received without the catheter. The needle had been fully retracted in the shield. Although the condition of the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The customer response to query confirms that a burr was evident at the catheter tip which is not MDR reportable. In addition, it was visible on inspection and not used on a patient.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found deformed/damaged after removing it from the packaging. The following information was provided by the initial reporter, translated from spanish: "at the moment of removing the catheter from its packaging, a damage was noted in flexible tip, so it was not possible to use it."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D5 updated to health professional. E3 updated to other - (B)(6). Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one used 24g x 0.75in. Insyte autoguard needle assembly from lot number 3017209. The catheter assembly was not returned. A gross visual inspection of the returned unit did not identify any damage to the components. As the catheter assembly was not returned no further investigation could be performed. The reported issue could not be confirmed. The DHR for lot 3017209 has been reviewed. This lot was built on afa line 4 from 29-jan-2023 through 03-feb-2023. This lot was packaged on pkg line 11 from 01-feb-2023 through 06-feb-2023 for a quantity of (B)(4). No related quality issues or process deviations were found. H3 other text : see manufacturer narrative below.